Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the pacemaker was showing an increase in battery consumption. It was also indicated that the device's programming is set to standard parameters, with a low percentage of stimulation. The device was explanted on (B)(6) 2019. Currently the device has not been returned, but efforts have been made to the rep requesting return of the device.

Event description:
It was reported during a routine follow-up, the pacemaker was showing an increase in battery consumption. It was also indicated that the device's programming is set to standard parameters, with a low percentage of stimulation. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.